Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 19619181, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s ipg was getting warmed. Database analysis db were observed and revealed no anomalies. CT scan was taken and the result was normal. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg ((B)(4)), lead ((B)(4)) and clik anchor (sc-(B)(4)) were analyzed and no anomalies were found.

Event description:
A report was received that the patient¿s ipg was getting warmed. Database analysis db were observed and revealed no anomalies. CT scan was taken and the result was normal. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.